Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. The exposed wire was the waste bottle sensor cable. The cable was put back into place. The instrument was inspected, tested without further problem, and returned to service.